Manufacturer narrative:
The device has not returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Catheter was removed by gently tugging and the retention cuff came off and remained inside the pt's pleural space. Cuff was retained in patient. Pt placed on prophylactic antibiotics.